Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle was intact. There was a guidewire loaded within the device which was unable to be removed. There were areas of guidewire material bunching on sections of the guidewire protruding from the distal and proximal ends of the dcs. There was a kink to the guidewire at the wire lumen flush port and deformation to the remaining section of guidewire protruding from the wire lumen flush port. The section of guidewire protruding from the nosecone was coiled. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There were two areas of flattening to the inner member shaft. There was a bend to the outer shaft. Conclusion: procedural images were provided for review, and it was noted that even though an echocardiogram was not provided, which would confirm the pericardial effusion, the images provided appeared to be consistent with a wire perforation. The wire did not have a normal appearance and did not appear to be ¿seated¿ at the apex of the left ventricle. During the valve deployment, the wire appeared to have prolapsed, and the tip of the wire was at the level of the aorta. Additionally, post implant, a kink could be seen in the wire, which would explain the difficulty in removing the dcs from the body. From the images provided, it appeared that not enough tension was maintained within the wire during insertion and advancement of the dcs, and the wire was advanced too far into the ventricle. Per medtronic best practices, it is recommendation to always maintain surveillance of the wire to minimize the risk of ventricular perforation and trauma to the vasculature. The subject dcs was returned to medtronic for analysis, and it was noted that there was a guidewire loaded within the device which was unable to be removed. There were areas of guidewire material bunching on sections of the guidewire protruding from the distal and proximal ends of the dcs. There was a kink to the guidewire at the wire lumen flush port and deformation to the remaining section of guidewire exiting from the wire lumen flush port. The section of guidewire protruding from the nosecone was coiled. It seems most likely that the damage noted on the guidewire subsequently resulted in the difficulties encountered when attempting to remove the wire from the dcs. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Delamination typically occurs when the capsule is subjected to a bending force. There were two areas of flattening to the inner member shaft. There was a bend to the outer shaft. It is possible that this damaged occurred during the attempts to remove the guidewire or while prepping the device to return for analysis, however, neither of these scenarios can be confirmed. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the stiff wire was a non-medtronic stiff pre-shaped guidewire placed in the left ventricle. The wire that was stuck in the catheter lumen was the non-medtronic guidewire. The right femoral artery was used as the access site for the delivery catheter system (dcs). The minimum diameter of the access vessel was 10 millimeter (mm). The patient's tortuous iliac arteries contributed to the injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a "stiff wire" which was lodged in the left ventricle (lv), perforated the lv causing pericardial effusion. The patient was in pain and blood pressure dropped. The delivery catheter system (dcs) was advanced to the aortic annulus and the valve was deployed. The dcs was pulled into the descending aorta and the capsule was closed. As the implanting team attempted to retrieved the dcs from the patient's right femoral artery, the "wire" was stuck in the catheter lumen and the implanting team decided to leave the catheter and wire in the right femoral artery and address the effusion. Pericardiocentesis was performed and the blood removed from the pericardium was transfused back to the patient. The patient was placed under general anesthesia and the cardiac surgery team arrived to perform a thoracotomy to suture the perforated lv. A vascular surgery team arrived and performed an incision to the right groin in order to safely remove the dcs/wire from the patient. No additional adverse patient effects were reported.